Manufacturer narrative:
Concomitant medical products: product ID: 429888 lead, implanted: (B)(6) 2016, product ID: 407652 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead measured high impedance on the superior vena cava (svc) and rv coils. The sve coil was programmed off resulting in normal rv coil impedance. The rv lead remains in use. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) was suspected of a possible setscrew issue. Reprogramming was performed. The device remains in use. No patient complications have been reported as a result of this event.